Manufacturer narrative:
According to the facility the foley catheter balloon failed requiring the catheter to be replaced. No additional information is available. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the foley catheter balloon failed requiring the catheter to be replaced.